Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the comb and bottom roller were damaged, and the ratchet handle was not functioning due to a missing screw; however, the repair has not yet been completed due to material shortage. Review of the device history record identified no deviations or anomalies during manufacturing. The root cause of the reported issue is attributed to component failure as the device exhibits wear and tear from repeated use. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. G2: foreign - event occurred in united kingdom.

Event description:
It was reported that during inspection, the unit had a damaged lower mesh guard and a screw missing from the ratchet handle. There was no patient involvement. Due diligence is complete.